Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. Vascular access was obtained via the right femoral artery. While advancing the 2 x 9mm maverick over-the-wire balloon catheter over a non bsc 190cm guide wire, the catheter became stuck on the wire. The devices were removed together as a unit and the procedure was completed successfully with another of the same device. There were no patient complications reported and the patient's condition is reported as 'ok'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. Vascular access was obtained via the right femoral artery. While advancing the 2 x 9mm maverick over-the-wire balloon catheter over a non bsc 190cm guide wire, the catheter became stuck on the wire. The devices were removed together as a unit and the procedure was completed successfully with another of the same device. There were no patient complications reported and the patient's condition is reported as `ok'.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received stuck to a .014" guide wire. Approximately 184cm of the guide wire was protruding from the hub of the device. The devices were soaked in a warm circulating water bath, to loosen the blood present inside, in an unsuccessful attempt to remove the guide wire. The strain relief was removed. Visual and microscopic inspection revealed the shaft was accordianed on the distal side of the hub which restricted the guide wire from moving. A shaft kink was observed approximately 21.5cm proximally from the distal end of the tip. Microscopic inspection also revealed that the balloon was bunched up. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).